Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt said she was calling for help finding a hcp to help with her pain stimulators which she got for her interstitial cystitis severe spasm pain, she had been part of a trial. Pt said she has called medtronic before and received a list of doctors but none are willing to work with her devices. Pt re-reported information already reported in prior reports. Today pt reported information about her ins sites. Pt said, they are both on the right side and are not 8-12 inches apart, she now has a concave hole in her right butt cheek and can feel the units have moved from where they were, have turned sideways and are practically sitting on top of one another now, they are not very comfortable, her batteries are attached to her one original lead. Pt said in the later part of (B)(6) 2019 she found out they had moved and in (B)(6) of 2019, the hcp did fluoroscopy. The patient was redirected to their healthcare provider to further address the issue. Technical services (tss) reviewed with pt: difficulties finding a doctor may be due to medtronic scs labeling does not include interstitial cystitis but offered and sent listings for interstim therapy for bladder. Tss did not ask the dates for issues she re-reported because pt was re-reporting too much information. Pt said they could not take her leads out. Patient re-reported surgeries, device replacements, rep involvement, an issue with her device and the tsa at an airport and getting a pp replaced. Pt reported having had dsmo treatment in the past.